Event description:
The cement leaked from the syringe. This event did not cause any adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The time to extrude the cement exceeded the recommended time allowed (2.5 minutes to 3.5 minutes) for low viscosity extrusion through a power pak syringe nozzle, the cement must be mixed within 2.5 minutes and placed in a cement gun for immediate extrusion. F1-14: has been filed out by the MFR. Information has been received from a foreign affiliate. Additional information is unobtainable.